Manufacturer narrative:
Initial and final MDR 1902063 -MDR 3003442380-2024-11506 device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 7th may-2024, it was reported that two infusion set was fell off during use. No further information available.